Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the fourth of four dreamtome rx 44 devices used during the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during spincterotomy procedure "perfomed" on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. A second dreamtome was used; however, the cutting wire also broke. A third and fourth dreamtome was used; however, the cutting wire was also broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another dreatome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.